Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to occlusions of the filter, post implant pulmonary embolism (pe) and deep vein thrombosis (dvt) of the lower extremity. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could not be confirmed. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to occlusions of the filter, post implant pulmonary embolism and deep vein thrombosis of the lower extremity. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to occlusions of the filter, post implant pulmonary embolism and deep vein thrombosis of the lower extremity. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: patient had a history of deep vein thrombosis, pulmonary embolism (pe) on coumadin, head injury, chronic arthritis pain, and obesity. The filter was implanted due to patient coming off coumadin treatment pending an orthopedic surgery. Deployment of the filter was in the infrarenal location in the infrarenal vena cava with no tilting and patient tolerated the procedure well. Approximately 4 months post implantation, the patient underwent cardiac catherization after reporting chest discomfort. An echo cardiogram was prompted by increasing shortness of breath which showed dilated left ventricle and akinetic apex with global hypokinesia, ef 50-55% with anterior and anteroseptal hypokinesia. A persantine stress test showing large fixed defect of the inferior wall, extending into the apex and anteroseptal wall with ejection fraction of 30% and increased myocardial size. Left heart catheterization was recommended. The angiographic findings were: patient was obese, there was no evidence of stenosis, significant small vessel disease distally, and mild aneurysmal dilatation of the proximal aorta. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 4 months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc, pe and dvt from filter, and device unable to be retrieved however there is no report of a removal attempt. The patient also reports suffering from circulation on right side impaired and shortness of breath, significant swelling in leg below the filter, pulmonary embolism, affecting ability to breath and dvt, and anxiety.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to occlusions of the filter, post implant pulmonary embolism (pe) and deep vein thrombosis (dvt) of the lower extremity. Additional information received indicated that approximately 4 months post implant the patient became aware of the events. The patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), pe and dvt from the filter, and device unable to be retrieved however there is no report of a removal attempt. The patient also reports suffering from circulation impairment on the right side, shortness of breath, significant swelling in the leg below the filter, pulmonary embolism, affecting ability to breath, dvt, and anxiety. The patient¿s medical history was significant for dvt, pe, obesity, chronic arthritic pain and a head injury. The indication for the filter implant was a pending orthopedic surgery. The filter was placed via the right common femoral vein and deployed in the infrarenal location with no tilt. The patient is reported to have tolerated the procedure well. Approximately 4 months post implant, the patient underwent a cardiac workup due to complaints of chest discomfort. Findings showed a dilated left ventricle, akinetic apex with global hypokinesia, ejection fraction (ef) 50-55%. Another test showed a large fixed defect of the inferior wall, an ef of 30% and increased myocardial size. Angiography findings noted no evidence of stenosis, significant small vessel disease distally, and mild aneurysmal dilatation of the proximal aorta. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava filters are not indicated for use in the prevention of dvt. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could not be confirmed. Impaired circulation, edema and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Upon review, the following section has been corrected: (product code).